Event description:
A medtronic representative reported that during a cranial resection procedure, the surgeon alleged the system was inaccurate. The surgeon was accurate after registration, but was inaccurate, by 1-2 centimeters, later in the procedure. Inaccuracy was consistent will all anatomy and instrumentation. It's not known if the reference frame moved. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Manufacturer narrative:
Unable to determine root cause since the behavior cannot be replicated. It is suspected that the frame to patient relationship changed which may have invalidated the registration accuracy.